Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the lot number of the device, but it was unable to be obtained.

Event description:
It was reported that device detachment requiring additional intervention occurred. The target lesion was in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro and rotawire floppy were selected for use. During the procedure, rotawire got separated. Due to rotawire separation, rotapro burr lost direction and there was damage to the vessel wall, resulting in perforation. Rotawire catheter was removed and handside of rotawire was removed. Perforation on the proximal side was noted while attempting to retrieve the separated rotawire. Perforation was stopped with a balloon catheter. A surgery was performed to remove the separated fragment of rotawire. The procedure was not completed due to this event and the patient was discharged without any problems.